Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that an attempt was made to place a xience through the struts of a previously placed stent. Predilatation was performed; however, the xience became stuck in the previously placed stent. Force was applied, but only the sds was removed. Fluoro was performed confirming that the xience was stuck on the previously placed stent. The guide wire and guide catheter were removed, in an attempt to remove the stent, with no success. Snaring was then performed successfully. Patient was discharged to home. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to stent dislodgement include, but are not limited to, improper crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, interactions with devices or anatomy, and lesion morphology. It was reported that force was used to retract the sds when resistance was experienced. The device instructions for use (IFU) states: "failure to follow these steps can potentially result in loss or damage to the stent and/or delivery system components." The force applied may have contributed to the dislodgement, though this could not be confirmed.